Event description:
The event involved a 5.5" ext set w/0.2 micron filter, luer lock where it was reported that during the first titration step, patient stated he noticed his micron filter was leaking and pillowcase he was resting his arm on was wet. Infusion was immediately stopped. There was patient involvement and no injury reported.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
The reported complaint of a leak on the micron filter could be confirmed. A crack was observed on the filter where the leak was observed. The probable cause is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.